Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed during review of the device's system log. It is important to mention the activity logs were not available for review due to the customer clearing them prior to returning the device for evaluation. The device was put through extensive testing without duplicating the reported malfunction. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unspecified "defib fault" message and froze. Complainant indicated that the clinician placed a new battery in the device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.